Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071696.

Event description:
It was reported that the patient experienced loss of coverage due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded.